Manufacturer narrative:
The customer contacted siemens customer care center and reported that there was no rinsing needle in the sampling mode. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse swapped vacuum measure on the pneumatic board and determined that there was no unified fluids circuit (ufc) vacuum. The cse replaced the ufc, compressor heads, compressor tubing, vaccushield and hydrophobic filter, waste manifold, and tubings. The cse tested connectors on the pneumatic chassis and ran quality controls, recovering acceptably. The cse reported that he was splashed with bleach when he pushed bleach through the ufc liquid separator chamber to ufc waste line to unclog the ufc pathway. The cse reported that he was wearing protection glasses. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
While troubleshooting the clogged unified fluids circuit (ufc) pathway on an advia 2120i hematology system with dual aspirate autosampler, a siemens customer service engineer (cse) was splashed in the eye with bleach. The cse rinsed his eye with water and did not seek additional medical intervention or treatment. There are no known reports of adverse health consequences due to the bleach that splashed into the cse's eye.